Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Device evaluation: the screwdriver was returned for evaluation. Visual examination confirmed approximately 3mm of the tip was broken off. Fracture surface analysis revealed a fairly flat, brittle fracture surface and circular material flow; consistent with torsional overload.

Event description:
It was reported that 5 mm tip was broken off from the screwdriver shaft. Athough the instrument was used intraoperatively, no patient complications were reported.